Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported that her daughter is currently in the hospital with diabetes ketoacidosis and the insulin pump had physical damage. Customer declined to troubleshoot. Customer will speak with daughter's doctor and will call back to process replacement and to do troubleshoot. No further information provided.